Event description:
A lighted harrington was used and touched the right breast and caused a burn. It was determined that it was where the light source connected into the light cord that burned the patient.

Event description:
A lighted harrington was used and touched the right breast and caused a burn. It was determined that it was where the light source connected into the light cord that burned the patient.